Manufacturer narrative:
Complaint conclusion: complaint conclusion: during a procedure, an enterprise stent (enf452812/10335373) prematurely deployed at the microcatheter hub, and an orbit galaxy coil (640cx0408/17030835) stretched during deployment. The physician used another same size coil and stent to successfully complete the procedure. There was no patient adverse event. Multiple attempts to obtain additional information have been unsuccessful. The devices were returned for analysis. A non-sterile orbit galaxy og complex xtrasoft coil was received coiled inside of a plastic bag. The hypotube was inspected and no damages were noted on it. The introducer was received unzipped and no damages were noted on it. The support coil was inspected and no damages were noted on it. The gripper was found without damage (just residues of dry blood can be observed o it) while the embolic oil was found stretched/kinked and the suture of it was found broken. Some waves were noted in the device; however these appear to occur during the handling of the unit when it was returned for evaluation. The gripper and the embolic coil were inspected under microscope; the gripper was found without damage (just residues of dry blood could be observed) while the embolic col was found stretched/kinked and the suture of it was found broken. The edge of the broken section show evidence that appear that it was elongated before it was broken. The device history review (DHR) of lot 17030835 revealed 1 device with stretching defect during manufacturing; however, the DHR review confirmed that the rejected unit was properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. The stretched coil was confirmed during product analysis. The condition of the embolic coil was apparently caused by applying excessive force, but it could not be conclusively determined. However this defect could not be related to the manufacturing process, and procedural factors appear to have contributed to this damage. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevents this kind of failures from leaving the manufacturing facility. Therefore, no corrective action will be taken at this time.

Event description:
During a procedure, an enterprise stent (enf452812/10335373) prematurely deployed at the microcatheter hub, and an orbit galaxy coil (640cx0408/17030835) stretched during deploy. The physician used another same size coil and stent to successfully complete the procedure. There was no patient adverse event. Multiple attempts to obtain additional information have been unsuccessful.

Manufacturer narrative:
It is anticipated that the device will be returned for analysis: however, the device has not yet been returned. Additional information will be provided within 30 days of receipt.